Event description:
It was reported that the customer received a battery out limit alarm that would not clear. Leading to the keypad issues, customer had taken a shower while the insulin pump was next to the shower. Customer's blood glucose was 317 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had intermittent button response, due to corroded keypad traces. The insulin pump was received with a scratched lcd window and cracked reservoir tube lip.